Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the inner sterile packaging was not sealed and allowed the cement powder to leak out. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Complaint device was evaluated and the reported event was confirmed. Evaluation of returned device found that the supplier sealing was opened. The manufacturer sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.